Manufacturer narrative:
(B)(4). Evaluation statement: replaced worn fingers on complete pressure adjusters with tip replacement kit to correct complaint. Added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: (B)(4), replaced worn fingers on complete pressure adjusters with tip replacement kit to correct complaint. (B)(4), added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational.

Event description:
It was reported by the sales rep that the customer stated that the fill chamber was overfilling during a shoulder repair procedure. Customer completed the procedure using a second pump. Procedure was not prolonged. No patient consequences. Device to be returned.